Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported a cataract appeared to be under pressure during a laser assisted cataract procedure. The lens chop was turned off and the laser procedure went normally. The capsule appeared to be free floating. After the laser assisted portion of the cataract procedure, the doctor stated that there were two tags that were about a half of a clock hour each at around two and eight o'clock position. The doctor reported there are tears from these two tags. The tears were radial and did not go posterior. Neither stitches nor a vitrectomy were not required. The original intraocular lens (iol) was not used. A three piece iol was placed in the sulcus. The doctor stated that he was happy with the results and that he believes the patient will be able to see just fine.

Manufacturer narrative:
The surgeon has since confirmed that the patient will be just fine. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).